Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle which resulted in the pump battery fully depleting and the pump shutting down. Reportedly this issue persisted despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose was over 500(mg/dl) and was treated with a manual injection.